Manufacturer narrative:
This report is being supplemented to provide additional information provided by the completion of the device evaluation. The device was returned and evaluated, and the customer¿s allegation was not confirmed; e226 was not reproduced and there was an image displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd 3cmos autoclavable camera head, there was an e226 scope communication error; this occurred despite the customer cleaning the electrical contacts and reconnecting the scope. The issue occurred during the diagnostic procedure (laparoscopic assisted transvaginal hysterectomy), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and is pending evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that e226 error temporarily occurred because dust or the like accidentally adhered to the electrical contacts, resulted in temporary communication failure. Olympus will continue to monitor field performance for this device.